Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by fever. The events of cloudy fluid and fever were resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. A day after the event onset, the patient was treated with vancomycin injection (500mg, intraperitoneal, every 3rd day, discontinued) and magnova injection (1gm, intraperitoneal, discontinued) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.